Event description:
The customer reported that while running a hepatitis surface antigen assay, summit processor did not add stop reagent into well positions g1 and h1 and did not add the correct amount of stop reagent into well position f1 and did not give an error message. No death or serious injury was associated with this event.